Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that the onetouch ultra 2 meter displayed the error 2 message. The medical surveillance specialist (mss) contacted the reporter to obtain/clarify information. The reporter stated the issue started six days prior to contact lifescan. About a day later at 8:30 pm, the patient allegedly passed out due to hypoglycemia. The reporter says, the patient tried to keep his readings between 140 and 180 mg/dl. If the readings is over 180 mg/dl, he attempts to adjust his diet by not eating as many carbohydrates. If the reading is below 140 mg/dl the reporter said, the patient's blood sugar is usually dropping rapidly. When asked whether the patient could have done anything differently had he been able to obtain readings on the meter before he passed out, the reporter said, he may have been given glucose before he passed out, had he been able to test. When the patient passed out, the reporter alleged tested on another meter that she obtained after the error issue started and obtained a reading of 40 mg/dl. The reporter said, she gave the patient some glucose and called an ambulance. The patient was reportedly hospitalized and the reporter said, they started to give him some insulin in the hospital once the blood sugar level was stable and he was discharged three days later. The only advice the hospital staff gave the patient was to watch his diet if the blood sugar level is too high. The patient also allegedly has kidney and heart impairments. He takes glucovance, metformin, and glipizide for his diabetes on set doses and tests himself twice daily. It was determined during the troubleshooting telephone call, the patient's testing steps were incorrect. There was no misuse of the product and the issue was resolved. This complaint is being reported because the reporter alleged the meter displayed an "error 2" message, the patient was not able to obtain results, and suffered hypoglycemia necessitating treatment from the hospital.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.